Event description:
Leakage of clave port reported. The pt was receiving an unspecified hydrating fluid at a rapid rate. The nurse accessed the clave port with a carpuject to administer an unspecified fluid/med. When the carpuject was removed, the clave port remained in the accessed position and didn't pop back out when re-accessed with the carpuject. Leakage of IV fluid occurred. The nurse replaced that carpuject on the port and finished the IV fluid, then discontinued the IV bag and tubing. No pt harm was reported.